Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient has neuropathy and the stimulator was implanted to help with leg pain. The patient feels stimulation in both legs but they aren¿t supposed to. Their healthcare professional (hcp) knows but said it is fine, it doesn¿t hurt to have stimulation in both legs. This has been since implant. The patient also indicated that beginning 4-5 weeks ago, they can¿t seem to lower stimulation. During the call it was determined that the patient programmer (pp) is functioning as expected. However, the patient indicated that despite the pp indicating stimulation was at 0.0 they felt like stimulation was still too high, at like 0.80 or something. Patient services reviewed the option to turn stimulation off and redirected the patient to followup with their hcp. It was also noted that during troubleshooting, the patient encountered the screen indicating that the ins needs to be charged soon but the patient was able to bypass the screen as expected. No further complications were reported/are anticipated.